Event description:
It was reported that about six to eight weeks prior to report the patient started noticing that their stimulation would turn off. The patient stated that they would notice that the burning was starting in their toes. The patient stated they would put the programmer over the implant, would increase stimulation which would shock them. Then, they would turn down stimulation, then everything would be fine for a while until later they would notice their toes burning again. The patient stated they were not turning off stimulation. The patient stated they were having increased pain in their knee which was not what the stimulation was implanted for but it was currently covering this pain. The patient stated that ¿he is (B)(6) old and sometimes the left hand will give him do its own thing.¿ the patient would not admit to any falls in particular. The patient was redirected to the healthcare professional (hcp).

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type; programmer, patient. Product ID: 37754 serial# (B)(4), product type: recharger. Product ID; 3708140, serial# (B)(4) implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4)implanted: (B)(6) 2013, product type: extension. Product ID: 3778-45, serial# (B)(4) implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4) implanted: (B)(6) 2013, product type: lead. (B)(4).